Event description:
N/a.

Manufacturer narrative:
An event of valve under expansion and thrombus formation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The received imaging showed multiple partial recaptures and redeployments of the first valve resulting in under-expansion, and large amounts of parallax present. As the system was being removed, it was clear that some of the aortic struts of the valve (within the capsule) had an abnormal appearance ¿ they appeared to be tangled or curved. A second valve was introduced and with multiple deploy attempts was positioned satisfactorily and released. During valve manufacturing, all critical features were inspected to ensure compliance with product specifications. As part of the inspection process, all video recordings of the required views of the unit were reviewed to verify that the valve met visual and functional acceptance criteria. The device history record (DHR) corresponding to the serial number reported in the complaint was reviewed, confirming that all manufacturing steps were completed according to the validated process. The personnel responsible for execution and inspection received appropriate training, as supported by the attached training records. All results were within specifications, confirming that the valve met the requirements prior to going to the field. Based on the objective evidence shown, it was concluded that the complaint reported is not manufacturing-related and that the valve in question met all the requirements prior to shipment. It is possible that procedural conditions and/or patient condition (excess calcium) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented with excess calcium at the non-coronary cusp (ncc). However, the implanter found the shape of the valve constrained and odd. It was noted that after the first attempt, the user experienced an inability to remove the parallax all the time, and when re-sheathing, the stent at the bottom was observed to be not fully open and bent. Therefore, the ds valve was removed from the patient. While outside the patient, thrombus was observed on the valve. Therefore, another ds and valve was prepared. The valve was implanted, and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. It was noted that the patient was stable. There was no clinically significant delay in the procedure.